Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's volume output was lower than the normal amount. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device's normal gas output was lower than expected. A service engineer (se) was dispatched, and it was reported that the customer issue was replicated while on-site. The se noted that the exhaust volume of the ventilator's outlet was much smaller than normal. The se noted that the air inlet filter was replaced to resolve the issue. The device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.